Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was flashing and was stuck when attempting to bolus. The customer's blood glucose was 175 mg/dl. The customer also stated that the insulin pump was cracked near the reservoir chamber. The customer removed the battery due to the buttons not responding and then received the failed battery test alarm. The customer stated she would call back in order to troubleshoot the issue and replace the insulin pump. The customer did not return the product for analysis.